Manufacturer narrative:
The microtip was evaluated by the manufacturer. Visual examination found severe damage to the nose cone and a broken needle. Both components indicate side loading of the microtip and potential contact with bone. The needle broke at the braze joint due to excessive force/misuse. A portion of the needle remained in the braze joint indicating breakage and not separation. This type of damage would not occur under normal use conditions. Functional testing could not be conducted due to the state in which the device was received. Three causes can lead to the failure mode "broken needle:" side loaded needle, damaged nose-cone, and off-label use/hard tissue. All other causes were ruled out.

Event description:
Approximately 3-4 minutes into the tenotomy the needle broke. The needle was recovered from the pt. Per the info provided, there was no injury to the pt caused by the needle. The procedure was completed using a different microtip.